Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached and contaminated. The event history log was reviewed. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso sensor and seal were replaced.

Event description:
Analysis of the returned device found a detached and contaminated downstream occlusion sensor and seal. There was no patient involvement.